Event description:
The service report shows that the ventilator suffered water damage. The co's customer support engineer (cse) verified damage to the autozero solenoid and the pressure transducer board. The cse inspected the device and replaced the damaged parts. The unit passed extended self testing. This report is not an admission by co that this device caused or contributed to the event alleged in this report.